Event description:
Procedure: hepatectomy. According to the reporter: reloads could not be removed from device during surgery. Dr reported staple line opened during the case. Blood loss was not determined, o.r. Delay time was 45 minutes. The surgeon oversewed the staple line with suture. The procedure was completed with another instrument.